Event description:
(B)(4) study. Same case as MDR ID 2134265-2013-08994, 2134265-2013-08990. It was reported that worsening coronary artery disease (cad) and target vessel revascularization occurred. In (B)(6) 2012, the patient was seen in ER with midsternal chest pain radiating to bilateral underarms, shortness of breath, nausea and diaphoresis. The patient was diagnosed with unstable angina and underwent cardiac catheterization which revealed three lesions. The first lesion was a 3.0x20mm, de novo, 80% stenosed lesion located in the 1st obtuse marginal (om) branch. It was treated with pre-dilatation and placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The second lesion was a 4.0x30mm, de novo, 90% stenosed lesion located in the 2nd om branch and was treated with pre-dilatation and placement of a 3.00 x 38 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The third lesion was a 4.0x20mm, de novo, 80% stenosed lesion located in the proximal left circumflex (lcx) and was treated with pre-dilatation and placement of a 3.00 x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The study stents in the 1st and 2nd om were placed in an overlapping manner. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient experienced recurrent angina pectoris and possible elective coronary artery bypass graft (CABG) was recommended if the patient's symptoms persisted despite maximal medical therapy. At the time of the event, the subject was taking aspirin. The study drug per protocol and no other anti-platelet medication was taken during the study. In (B)(6) 2013, the patient presented with worsening coronary artery disease and underwent CABG x 3 with left internal mammary artery (lima) to left anterior descending (lad) artery, saphenous vein graft (svg) to 1st obtuse marginal (om), and svg to distal right coronary artery (rca). Five days post procedure, the event was considered to be resolved without residual effects and the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).